Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cables and cabling on both slide rails for drawer 7 required replacement. A field service engineer found auxiliary cabinet drawer both rails were need to replacement due to ball bearing issues. Both slide rails were replaced, and the drawer became responsive. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the drawer 7 cubies were not responding. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.